Event description:
It was reported the patient underwent a shoulder arthroplasty. Subsequently, the patient was revised due to glenoid pain. The glenoid and humeral head were removed and replaced. There was harm/injury to the patient as the patient had to underwent additional surgical/medical intervention. Due diligence complete. Attempts were made but no additional information was provided.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10 narrative: item: 00430205221. Lot: unknown. Item name: offset modular humeral head 21 mm head height 52 mm spherical head diameter. H6 component codes: mechanical (g04) - head. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h6: component code the following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11 d4: attempts have been made to gather all product identification information and no further information has been provided. No product markings are visible/legible on the glenoid due to damage on the device. The articulating surface has discoloration and pitting/wear marks. All 3 of the pegs have indentations, deformations, and gouges. The top radius surface has indentations, gouges, and deformations all over. No other damage was noted during visual evaluation. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.